Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. No missing segments or flickering display anomaly noted during testing. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump only has a partial display. Customer's blood glucose was 320 mg/dl at the time of incident and was hospitalized with diabetic ketoacidosis. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.